Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted in response to a physician advisory issued for this model device. There were no physician-related allegations made against this device's function or operation while implanted.